Event description:
An aneurx stent graft system was implanted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown . It was reported that the vessel morphology was moderate calcification, moderate tortuosity and narrow in diameter iliac arteries. During the initial insertion of the device, the physician was experiencing some resistance while advancing the device to the intended landing zone. The physician was about three quarters of the way to the intended landing zone and after the next movement the patient's blood pressure dropped. The physician was unable to remove the stent graft delivery system from the patient. The patient was sent to the operating room. It was reported that the vessel had been perforated. The stent graft system was surgically removed from the patient. The patient was converted to an open surgical repair with the implantation of a conventional graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
.